Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test however, the pump alarmed hardware low level failure during the self test and hardware low level failure alarm was found in the downloaded history file due to broken trace at electrical board on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Assisted with performing a self test and self test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.